Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when patient had called into technical services due a large drain. It was discovered that the patient drained 7063 ml during cycle one of the treatment. This drain volume is 236% of the patient's fill volume of 2998 ml. Patient was advised to stop using the cycler and a new cycler was issued. Additional information was requested but no data was received. The cycler is available to return for analysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed. System air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when patient had called into technical services due a large drain. It was discovered that the patient drained 7063 ml during cycle one of the treatment. This drain volume is 236% of the patient's fill volume of 2998 ml. Patient was advised to stop using the cycler and a new cycler was issued. Additional information was requested but no data was received. The cycler is available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.